Event description:
It was reported that four weeks ago when the patient started acupuncture with stimulation, the intensity of the stimulation seemed to have increased. It was noted that the patient had used stimulation at 2.50 and was now setting itat 1.60 for the same effect in the leg. It was reported that the patient did not have concerns with the device or therapy.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).